Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 89 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm noted and the motor was tested outside the device and passed motor test. The insulin pump was monitored for 24 hours with multiple basal rates. No blank display or display anomaly noted. All operating currents are within specifications, no unexpected low battery or off no power alarm noted. No damage inside the insulin pump noted. However, the insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners and cracked reservoir tube lip.